Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an attempted closure of an unspecified access site with two proglide devices after a peripheral interventional procedure. Reportedly, the thread [suture] came out as a knot prior to needle deployment [premature deployment], with both proglide devices. The method used to achieve hemostasis was not reported. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported unintended motion was observed as a link break. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.